Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "trocar cannula pulled away from the hub" (material separation). A nurse reported, the trocar cannula pulled away from the hub while inside the eye. The trocar was removed without incident and replaced with a secondary trocar. There were no patient injuries reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).